Manufacturer narrative:
Method: device history review, complaint history review. Results: device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Conclusion: could not be determined because the device was not returned.

Event description:
It was reported that, "revision case at (B)(6) hospital/dr. (B)(6) about 3:00 pm called hip hotline and was transferred to (B)(6) to help me with this question concerning our securfit xtra shell (B)(4) . My question was "what eccentric liner do I use for this shell" knowing that we use a (B)(4) for standard liner according to the implant box and info. (B)(6) researched this and found that I should use the (B)(4) . The surgeon called for the eccentric liner and tried to implant but this liner does not fit. We then downsized to the (B)(4) and that was the correct liner. I spoke to (B)(6) on tuesday the (B)(6) to let her know that her info was wrong and she agreed to look...